Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported having had a stimulator implanted and it grew out of the skin. It literally popped through the skin in 2005/2006-2008. They had been unable to get the leads out because they had fused them. She still had leads inside. Relevant medical history included non-malignant pain and failed back surgery syndrome. Follow-up was performed to determine what had led to this event and what had been done to resolve it. This event will be updated if additional information is received.